Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/06/2017-product analysis: the device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. No line artifacts were observed on the display. The display circuit was intact and undamaged. Unrelated to the complaint, the display was dim and discolored. A battery compartment crack was observed. Moisture was observed within the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.